Event description:
It was reported that the patient presented to the emergency room after experiencing shocks. The lead exhibited noise. The noise could be reproduced with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 18.6 cm - 19 cm from the connector pin. This could of cause the reported noise problem.